Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Weight: unk. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -12.5 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was reported as having a low vault and removed within the same surgery with no apparent injury. The lens was exchanged for a longer lens and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a lens case/vial. A visual inspection was performed, observing the haptic to be torn/broken/bent/deformed and foreign material on the lens surface (not possible to specify). (B)(4).